Manufacturer narrative:
This is 3 of 5 reports. The subject device is not available.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
The analysis of the returned device revealed that catheter was flat/crushed near the distal end. The catheter was flushed with no difficulty. The patency mandrel was advanced through the catheter. Friction was met when the mandrel was passing the flat part of the lumen. It is likely that the catheter was found flat/crushed which most likely was due to some procedural/anatomical factors encountered during use and led to the reported and analyzed friction. However no anomalies were noted to the polytetrafluoroethylene (ptfe) lining. A review (visual, physical, and/or performance testing) of the returned device showed no evidence of the alleged ptfe coating issue(s) or any defect which could have contributed to the event. Therefore the reported complaint of ptfe could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. In the case of this complaint friction was encountered when advancing synchro guide wire through this sl 10 microcatheter and in physician¿s opinion there was a problem with inner lining of the catheter. In this case it is possible that the inner lining was damaged during forceful advancement of the guidewire against friction. The reported friction was most likely due to some procedural/anatomical factors encountered. This however cannot be conclusively determined. In this case the device was not returned and review and analysis of all available information failed to indicate an assignable cause or probable assignable cause. Therefore, an assignable cause of undeterminable will be assigned for this investigation.

Event description:
It was reported that during the procedure, friction was felt while advancing the guidewire through the subject microcatheter. Physician suspected that there was inner coating problem. There were no consequences reported to the patient due to the event.